Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wfa for liver cancer, the antenna was activated at 75w for ablation of the root and the antenna was removed. However, error was not indicated when the antenna was removed and it was still activated. Activation was stopped manually. There was no patient harm.

Manufacturer narrative:
This report 3006451981-2018-00370 was sent in error as a duplicate for MFR. Report number: 3004962788-2018-00013, any additional information received in the future will be captured and submitted under the report number 3004962788-2018-00013. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.